Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2018 (B)(6) product type lead. Evaluation of the lead found that all conductors were broken 17.1 centimeters from the distal end of the lead. H6. Evaluation conclusion code 92 does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient stopped feeling stimulation. The caller noted that over a year ago, a representative (rep) programmed the device so that when the patient would lie down to one side or on their back, the stimulation was all set to one number. They reported that the patient had to get a new charger and they bumped ¿this thing¿ up to number four or five, but the patient did not seem to be getting any results. The caller stated that the patient did not feel the tingling. They did not think the device was stimulating. Multiple troubleshooting options were discussed with the caller. The caller stated they wanted to meet with a rep and was instructed to contact a healthcare professional to set up an appointment. No further complications were reported. Follow-up was conducted. Additional information received from the manufacturer representative reported that one lead was found to have high impedances and was removed while the other lead and implant remained active. There were no known environmental or external factors that led to the issue. An impedance check was done in both channels of the implant using a multi-lead trialing cable and all tests showed high impedance. The lead was replaced and the issue was resolved at the time of the report.